Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, blood flow was not achieved at the marker lumen. A skin track- spread was done and the lumen was flushed, but patency was no achieved. The device was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device found the handle was still in the pre-deployed position and there was no slack on the sutures. The marker tube appeared normal and the marker port was not occluded. During the investigation, marking patency was performed and the device was patent. The guidewire patency was also checked and the device was patent. Because blood flow was not achieved at the marker lumen, the device was removed and manual compression was applied to achieve hemostasis. The probable cause for no blood flow from the marker lumen is as follows: if the marker port was not in the arterial lumen, the marker port possibly against the sidewall of patient artery or tissue might be obstructing the marker port and the artery is deeper than expected. The marking of each device is subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record for this product did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the investigation findings, the device performed according to specification, therefore, the possible cause for reported event could not be determined. A query of the complaint handling database was performed and indicated no related incidents. There is no indication of a lot specific product quality deficiency and no indication of a product quality deficiency.